Event description:
It was reported by the user site that during a horizon procedure on (B)(6) 2025, the technologist received an electrostatic discharge (esd) when pressing a button on the control panel, and the system shut down. A second staff member at the user site reports that they did not experience any shocks when touching the buttons on the control panel. A hologic technical support (ts) agent contacted the user site to inquire about the status of the reported problem. The user site reported to ts that the horizon device is functional. No further information is available at the time.